Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the procedure, the wire detached in two pieces. The physician was performing a procedure on the right coronary artery in a highly calcified area. The physician was using an introducer and guide catheter. The physician was able to place two stents in the pt's vessel. The physician performed post dilatation and half way up in the solid part of the wire it became detached. The physician was able to successfully retrieve the wire from the pt's vessel with a gooseneck snare. The pt is reported to be fine.